Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two of the 16fr foley latex balloon was not deflating. And patient went to surgery in order to remove it. One occurred in surgery department and another one on labor and delivery. As per the additional information received 22 may 2021, it was reported that the nurse previously tried to deflate using a syringe and was unsuccessful. After the patient delivered baby, they then tried to cut the foley so the fluid would drain out, but it did not. As a last resort, they inserted a needle to deflate the balloon and then was able to remove it from the patient.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. It was unknown whether the device had met relevant specification. A potential root cause for this failure mode could be thin rubberize wall (example: causing collapse/ pinched inflation lumen under the balloon). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities. 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 15cc balloon: use 20cc sterile water. 20cc balloon: use 25cc sterile water. 30cc balloon: use 35cc sterile water. 40cc balloon: use 45cc sterile water. 75cc balloon: use 50cc sterile water. Do not exceeded recommended capacities." To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." The actual/suspected device was inspected.

Event description:
It was reported that two of the 16fr foley latex balloon was not deflating. And patient went to surgery in order to remove it. One occurred in surgery department and another one on labor and delivery. As per the additional information received 22may2021, it was reported that the nurse previously tried to deflate using a syringe and was unsuccessful. After the patient delivered baby, they then tried to cut the foley so the fluid would drain out, but it did not. As a last resort, they inserted a needle to deflate the balloon and then was able to remove it from the patient. Per additional information received on 08jun2021, it was reported that another foley catheter that did not deflate upon removal.